Manufacturer narrative:
The reported viperwire guide wire was received at csi for analysis along with a non-csi sheath. Visual examination confirmed the guide wire fracture. There was no damage observed on the sheath. The fracture sites exhibited rotational surface damage. Scanning electron microscopy analysis revealed the presence of torsional forces with fatigue on the fracture faces. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. The fatigue fracture combined with the rotational surface damage found on the wire was consistent with the oad driveshaft spinning over a kinked or buckled section of the guide wire. There was no damage observed on the returned non-csi sheath that would have contributed to the fracture event. The exact root cause of the fracture was unknown. The instructions for use of the diamondback 360® peripheral orbital atherectomy system warns: handle the oad and guide wire carefully. A tight loop, kink or bend in the guide wire may cause damage and system malfunction during use. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
After orbital atherectomy and balloon angioplasty were successfully performed, the viperwire guide wire was removed through a guiding sheath. During removal the guide wire tip fractured in the sheath. The sheath was removed along with the guide wire and fragment. No additional intervention was performed and there were no patient adverse events. Once removed, the sheath was found to be kinked. Per the opinion of the physician, the kink in the sheath likely led to the guide wire fracture.